Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed a time and date reset following a pump reboot. The pump time and date was set, and was then exercised for 24 hours. The battery was removed, and the pump was left without power for 24 hours. The pump was powered on and maintained the correct time and date which was initially set. The pump was opened and no damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.